Manufacturer narrative:
(B)(4). It was reported during follow up that the cause of death was due to a myocardial infarction. Dianeal pd2 ultrabag therapies were ongoing until the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. The day after the event, the patient was hospitalized for peritonitis. While hospitalized, the patient was placed on continuous ambulatory pd therapy. The patient was treated with intravenous vancomycin (dose, frequency and duration not reported) ancef (dose, route,frequency and duration not reported) and fortez (dose, route, frequency and duration not reported). On an unknown date treatment was changed to ampicillin (dose, route, frequency and duration not reported) and intraperitoneal gentamicin (dose, frequency and duration not reported). Seven days after admission, the patient was discharged from the hospital and admitted to a critical care facility (ccf).two days after admission to the ccf, the patient experienced cardiac arrest but was resuscitated. The patient was treated with levophed and dopamine for blood pressure support. Later the same day, the patient experienced another cardiac arrest and passed away. The cause of the cardiac arrest was not reported. It was not reported if the patient had recovered from the peritonitis event prior to death. The cause of death was reported as cardiac arrest. It was not reported if an autopsy was performed. No additional information is available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).